Manufacturer narrative:
Concomitant medical product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was later reported that the patient did not experience any adverse effects. The issue arose while attempting to forecast a low reservoir date while manipulating the dose. The programmer was adjusted and the pump programmed appropriately with no further issues reported. The device system was used to deliver lioresal.

Event description:
It was reported that when adjusting the reservoir volumes they got a low reservoir alarm message even though the reservoir volume was not low. They were adjusting the reservoir volume from 12ml to 40ml and the low reservoir volume from 3.5ml to 1.5ml. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.